Manufacturer narrative:
Additional information: d8, g3, h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information has been provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, in or around january of 2017, patient underwent a right tkr and was implanted with optetrak devices in her right knee, including optetrak logic tibial inserts made of polyethylene. The january 2017 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. In or around april of 2022, patient was advised that her knee replacement failed for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, patient underwent revision surgery on her right knee on or about (B)(6) 2022 for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.